Event description:
Customer reported images have lines through them. No pt injury was reported.

Manufacturer narrative:
A ge rep could not duplicate the problem. The display adaptor board was reseated and verified for proper operation. The system operates as intended.